Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-may-2024, it was reported that patient faced event of infusion set fell off during use. The event occurred within three hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.